Event description:
It was reported that the physician tested the screw on the lead on the table before implanting and the screw would not come out. After about 40-50 turns, there were lots of torque felt on the lead and the screw finally popped out. Physician noted that the helix appeared to be bent at the tip. The physician double checked that the rotation tool was on correctly. An attempted was made to deploy the helix, it took about 40-50 turns again jumped out in the same manner. Physician did not feel comfortable implanting the lead so another lead was opened and used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Helix could not be extended or retracted.